Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a gastrointestinal (gi) bleed. However, confirmation was received from the vad coordinator that the patient had some gi bleeding prior to enrollment with documented arteriovenous malformations (avm)s that were treated. Over the post-operative course, the patient continued to have gi bleeding, requiring multiple transfusions, esophagogastroduodenoscopies and pill cam. The patient continued to develop avms throughout and had argon laser treatment. The gi bleeding had caused hemodynamic instability. No additional information was provided.